Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported the patient fell in gravel, twisting his leg as he fell. The surgeon had to revise his acetabular liner and head. The liner and head separated during his fall.